Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. Synergy spine pocket guide (9732461) contains guidance and precautions regarding movement of the frame and states on page 30: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." On 11/19/2015 a medtronic representative, following-up on the imaging system at the site, reported identifying a light issue with fixation of spine reference to starburst connection caused a shift in accuracy during case. It was agreed by both the technical medtronic representative and the surgeon that the frame was not engaged well in the connector, and when bumped, the frame moved causing inaccuracy. Once the frame was repositioned as prior navigation was again accurate and no further issues ensued. Use error. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site physician that while in a spine procedure on the previous day, experienced issues with accuracy using a navigation system and an imaging system. The surgeon performed 3 spins and opted to discontinue the use of the imaging system and use a c-arm to continue. The surgeon deemed the alleged inaccuracy was a software issue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.